Event description:
It was reported to philips that the ipmi device flexviewing pc was inaccessible due to an invalid bios ip address on an azurion 7 m20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service corrected the bios ip address, and the system was returned to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).